Manufacturer narrative:
Information indicates this product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was electrically abandoned and then subsequently explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.